Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.2 smartphone hardware: iphone14.5 cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being transported by ambulance to the emergency room (ER) attention on (B)(6) 2025. The patient was unconscious due to low blood sugar, with a recorded level of 35 mg/dl. The pod was noticed to be hanging off the patient with the cannula dislodged. Hey, were treated with intravenous (IV) dextrose and discharged the following day. The patient did not receive a specific diagnosis at the time of medical attention. The pod was worn between 4 and 24 hours on the arm.